Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the prograsp forceps instrument would stick to the bowel. Upon further inspection, a small wire was found protruding from the wrist of the prograsp forceps instrument. The instrument was inspected prior use and there was no damage or anything out of the ordinary was noted. There was no injury to the patient, and the issue was resolved by using a backup instrument. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis; the results are pending investigation. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
. Device evaluation: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.